Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed an active exhalation verification test. The service engineer replaced the 3-way solenoid valve to resolve the issue. Additionally, the usb extend cable was damaged and replaced. There was no thermal damage or exposed wiring. The flow sensor and blower assembly were replaced due to dirt. The air inlet foam filter and particle filter were replaced for maintenance. Repair testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.